Event description:
It was reported that during testing conducted at the manufacturer facility, the core universal driver was running while in safe mode with the reverse trigger activated. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.